Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in an adult female patient who had essure (ess205) inserted for female sterilisation. The patient had a medical history of anemia, onychomycosis, myopia, pregnancy, gastritis, foot pain and pelvic pain. On (B)(6) 2019,, she underwent medical device removal (seriousness criterion intervention required). Essure (ess205) was removed the same day. On an unknown date, the patient had essure (ess205) inserted. The patient was treated with surgery (aparoscopic bilateral salpingectomy removal of each essure bilaterally). The reporter considered medical device removal to be related to essure (ess205) administration. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on 30-apr-2019: gross description: received in formalin labeled "bilateral tubes and bilateral essure" are 2 pink-red fallopian tubes including fimbriated ends one measuring 3 cm in length and up to 0.7 cm in diameter and the other measuring 3.8 cm in length and up to 0.8 cm in diameter. Also received are 2 wire coil essure devices 1 measuring 1.5 cm in length and the other stretched out to 7 cm quality-safety evaluation of ptc: for essure (ess205): the complaint reason is a known phenomenon for this product and is taken into account in the device risk assessment. Trend analyses of the complaint reasons are reviewed regularly. The trend analysis shows that none of the cases where these medical events were reported were associated with a confirmed quality defect a technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in an adult female patient who had essure (ess205) inserted for female sterilisation. The patient had a medical history of anemia, onychomycosis, myopia, pregnancy, gastritis, foot pain and pelvic pain. On (B)(6) 2019, she underwent medical device removal (seriousness criterion intervention required). Essure (ess205) was removed the same day. On an unknown date, the patient had essure (ess205) inserted. The patient was treated with surgery (aparoscopic bilateral salpingectomy removal of each essure bilaterally). The reporter considered medical device removal to be related to essure (ess205) administration. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2019: gross description: received in formalin labeled "bilateral tubes and bilateral essure" are 2 pink-red. Fallopian tubes: including fimbriated ends one measuring 3 cm in length and up to 0.7 cm in diameter and the other measuring 3.8 cm in length and up to 0.8 cm in diameter. Also received are 2 wire coil essure devices 1 measuring 1.5 cm in length and the other stretched out to 7 cm. Quality-safety evaluation of ptc: for essure (ess205): no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 09-jan-2024: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.